Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that the CT five months ago showed there was a type ia endoleak and sac diameter increased relative to the cta one year prior. The patient underwent secondary intervention to treat the type ia endoleak. It was reported that aptus screws were deployed in the proximal seal zone and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation: review of the pre-implant cta film report documented that the patient had a 5.6 x 5.2cm max diameter aaa. The proximal neck was conical; the neck diameter was 24mm below the renals and 15mm lower was 32mm at the bottom of the neck. The neck was extensively calcified. The right common iliac artery diameter ranged from 17 ¿ 24 - 14mm, and was 6cm long. The left common iliac artery diameter ranged from 12 ¿ 14 ¿ 9 ¿ 11mm in diameter and was 5cm long. Both iliacs were calcified. There were 7mm access vessels bilaterally. Review of cta¿s 1 month post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest left renal artery. The proximal neck was short. The bifurcate proximal od measured 23mm just below the left renal, and 1cm lower was 28 x 34mm. The aortic body was angulated 55deg a-p relative to the iliac limbs. The ipsi limb was positioned into the left common iliac and the contra limb into the right common iliac artery. The max diameter aaa measured 5.5cm. No endoleak was observed. The limbs were patent. No stent graft issues were observed. Review of cta¿s from 9 months post-implant revealed that he bifurcate was positioned just below the lowest left renal artery. The bifurcate proximal od measured 23mm just below the left renal. The max diameter aaa measured 5.2cm. No endoleak was observed. The limbs were patent. No stent graft issues were observed. Review of cta¿s 21 months post-implant revealed the bifurcate was positioned just below the lowest left renal artery within the short neck. The bifurcate proximal od measured 24mm just below the left renal, and 1cm lower was 34 x 36mm. The max diameter aaa measured 5.5cm. A small amount of contrast was observed outside the stent graft at the top of the sac from a possible proximal type I endoleak. The limbs were patent. No other stent graft issues were observed. Review of cta¿s from 23 months post-implant revealed that multiple aptus staples had been placed into the proximal aortic body of the bifurcate and into the proximal neck. The max diameter aaa measured 5.2cm and no clear endoleak was observed. Both limbs were patent. The exact cause of the proximal type I endoleak could not be determined. It is possible that implanting within the calcified and conical neck, and continued disease progression (neck dilatation) may have contributed.